Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding PMA/510k: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. One (1) returned catheter contained brown/red fluid and discolored powder. The second returned catheter was kinked and had dark brown discoloration on the tip. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the outside of the device, in the outer ring of the nozzle, and on the red connection hubs of the catheters. When tested as returned, the device sprayed as intended. The device was then tested with the catheters. The first catheter did not spray and powder collected in the catheter proximal to a discolored section of tubing/powder. The second catheter did not spray initially but then functioned as intended once the kinks in the catheter were straightened out. The co2 cartridge discharged when the device was deactivated. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the post-CAPA design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root causes for report of unable to spray were a clogged catheter and a kinked catheter. Due to the fluid and discoloration found in the first catheter, we have determined that blood came in contact with that catheter causing a clog. The instructions for use (IFU) states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A kinked catheter can cause the device to be unable to spray powder. The IFU warns, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working conditions, do not use." The IFU also states, "slowly advance catheter through accessory channel in short increments until catheter tip is visualized endoscopically." Advancing the catheter slowly in short increments will aid in preservation of the device. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available additional comments regarding this report: based on the investigation findngs that the catheter came in contact with blood and that a kinked catheter was used, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The carbon dioxide did not seem to activate. Nothing happened when the device was in place to spray the bleed site. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.